Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. Based on the physician's note, the issue could be probably due to dislodgement. Up to date, this rv lead still remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained indicating that this right ventricular (rv) lead was abandoned surgically due to high threshold and low sensing.